Event description:
A hospital in (B)(6) reported that an mr850 respiratory humidifier heats to 45 degrees celsius and then cools to 35 degrees celsius in the space of 10 minutes. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr850 respiratory humidifier and associated 900mr869 temperature/flow probe were returned to fisher & paykel healthcare's regional office and service center in (B)(4) for analysis and testing. The heater base and associated probe were tested. Results: the humidifier base passed all performance tests without any faults or alarms. The temperature/flow probe has three (3) thermistors (two to be placed above the humidification chamber and one to be placed at the pt end of the breathing circuit) which relay temperature info to the heater base so that the heater base can maintain the proper temperature settings. The chamber, flow and airway thermistors were all found to be operating without fault. Conclusion: the reported fault could not be replicated as the humidifier base and associated temperature/flow probe operated properly.